Event description:
Customer in another country reported, when testing a patient obtained a reading of 1.3 mmol/l. The patient was given a hypostop treatment and retested; still low. Hospital tested against a second non-adc meter. The result was found to be 27.6 mmol/l. After a control solution test, it was concluded that a digit was missing from the display screen and that the result displayed as 1.3 mmol/l should have read either 11.3 mmol/l or 21.3 mmol/l. No harm was caused to the patient; the patient did not go into a hypoglycemic/hyperglycemic state. However, due to the missing digit on the display, the customer was mistreated with glucose.